Event description:
It was reported that after completing ilet setup, the user experienced a brief dexcom g7 continuous glucose monitor (cgm) sensor error consistent with temporary signal loss. No adverse clinical symptoms reported. Outcomes included no change in clinical status and no need for medical care. User support included troubleshooting and education that advised waiting 15¿30 minutes for the sensor to recalibrate and come back online. Investigation of this case revealed a transient sensor communication issue without persistent malfunction of the ilet or sensor components. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction consistent with expected sensor warmup or transient connectivity interruption.